Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that they had a reservoir leak. The customer stated they could smell insulin and insulin was present on the reservoir compartment. The customer's blood glucose was 480 mg/dl. The customer stated they were unable to treat for their blood glucose at the time of the call. The customer also reported a button error alarm on the insulin pump. Customer agreed to return the reservoir for analysis.